Event description:
The customer reported an employee with hydrogen peroxide contact. The customer reported that the employee was reprocessing an item from a cancelled cycle and that a substance came out of the item and the employee and that a substance came out of the item and the employee experienced the contact. The employee was not wearing gloves when handling the item from the cancelled load. The customer reported that the employee experienced white discoloration and discomfort at the contact site. The customer did not provide any identifying information about the employee. Attempted to follow-up with the customer to discover the unit that this occurred on, where the contact site was, and if the employee sought medical attention or required treatment. The customer was not available.